Manufacturer narrative:
Device passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08620 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump sending the insulin very slow that it takes hours before bolus was being delivered. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.